Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. The patient reported she was getting service code 338 on the handset when they try to get a bolus and did not know if they receive the bolus because the screen shows error code 338 and application was interrupted restart the application since thursday or friday last week. Patient mentioned the device get stuck at 90% while connecting to the pump since awhile. Patient stated they get 5 bolus a day. Agent assisted patient with resetting the communicator and handset. Agent assisted patient with closing all application and clearing the data. Patient was able to connect to the pump and see the lockout with 4 bolus left. Agent reviewed device function. Agent recommend patient patient consult with healthcare provider office if necessary regarding looking at bolus reports. The issue was resolved through troubleshooting.